Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a retrospective review of acuity x4 implants was performed. There were 839 implant cases across 83 facilities worldwide. Of these 60 cases occurred in (B)(6) across 11 facilities. There was phrenic nerve stimulation (pns) reported in 49 patients and 7 of them were (B)(6) patients. Four patients required lead repositioning within 6 months however no (B)(6) patient's required surgical intervention. The remaining 45 pns patients were resolved through electronic repositioning. Attempts to obtain additional information was unsuccessful. The information was collected from the abstract of the 10th implant device-related winter convention 2018. O28: "verification on the safety of boston's acuity x4 lead in (B)(4) - by rallyx4 test" (B)(6) university graduate school of medicine, department of cardiovascular medicine.